Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it passed. A pairing test was performed and it passed. A review of the share logs was performed and loss of connection was found within the investigation window. The allegation was confirmed. The root cause was determined to be potential patient misuse.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. Data was evaluated, and the allegation was confirmed. The root cause was determined to be potential patient misuse. No injury or medical intervention was reported.